Manufacturer narrative:
Based on the claim against the product by the customer noting a frayed wire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the yaw pulley. A visual inspection found the wire to be exposed. The instrument grips were manually manipulated. The instrument passed the electrical continuity test on three out of three attempts. There were no signs of thermal damage. The complaint was confirmed by failure analysis, which indicates that the device have contributed to the customer-reported issue. Blank MDR fields: field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was observed to have a frayed wire on the pulley. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.